Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty ring, the device was implanted and explanted on the same day. The reason for explant is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the physician attempted to perform a complex repair procedure. This device was implanted and explanted during the procedure for unspecified reasons. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.